Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, wle performing a sphincterotomy, the cut wire broke; no part detached inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cut wire was bent and broken. The cut wire was broken at approximately 17 mm from the distal pierce hole. The broken ends of the cutting wire appeared burnt/blackened. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. Device (B)(4) relates to (B)(4) for the reported event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while performing a sphincterotomy, the cutwire broke; no part detached inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.